Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30472040m number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that female patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring an unspecified medical intervention to stabilize the patient. A cardiac tamponade occurred suddenly as a result of alleged perforation which has not been confirmed. Tamponade occurred during the waiting time after ablation in the vt procedure. The whole medical team stabilized the patient, and they were successfully stabilized without the need of performing cardiac surgery. Based on the currently available information it is not clear if a pericardiocentesis was performed. The patient was unstable and there is suggestion of a perforation, therefore, this will be an MDR reportable adverse event. Additional information received indicates the event occurred post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was patient condition related. The patient did not require extended hospitalization. Prior to noting the cardiac tamponade, ablation was performed, and there was no evidence of a steam pop. No error messages were observed in the biosense webster equipment during the procedure. There was a transeptal puncture performed, details concerning brand, model catalog of the needle are unknown. Irrigated catheter was used in the event with flow setting at 30ml/min. Force visualization features were used: dashboard, vector, visitag and the visitag module parameters for stability were used: range 3mm time, 3sec force over time (fot) 3g tag size 3mm. No additional filter used with the visitag and color options were used prospectively were tag index.